Manufacturer narrative:
(B)(4). (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is event 2 of 3 of the same event. It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that three battery devices did not work properly after four months of use. There were no delays to the surgical procedure. It was unknown if a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device displayed a red light from the ubc ii while switched-on, the battery could not be charged and/or refreshed but when placed into the handpiece it worked, the battery had a reading of 17v which is above the specification (14.4v), there was a possibility that the charger used by the customer may be defective or the customer used an old charger which was not suitable for li-ion batteries. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling which is misuse, abuse and or use error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.